Manufacturer narrative:
The apc/esu system was thoroughly inspected/tested. A technical safety check was performed on each unit. This included an electrical safety check, a function check of each of the equipment's features, and a power output check. Also, the gas flow rates were measured and found to be within their acceptable ranges for the apc. All features were/are functioning properly within specifications on both devices. In addition, no anomalies were found in the device history records (dhrs) for the apc and esu. In conclusion, no erbe equipment problem was found that would have caused or attributed to the event. Based upon past reports, it appears that each of the pt's condition was a significant factor in the event. That is, upon argon plasma treatment in a thin walled area (i.e., the cecum), the remaining wall was not sufficient to remain intact. No trends have been identified with this situation. Erbe USA, in., is now closing this file.

Event description:
It was reported that two pt incidents occurred with the erbe equipment [i.e., erbe system; argon plasma coagulator (apc) model apc 2 with an electrosurgical unit (esu/generator) model vio 200 d, part number 10140-200, and serial number (B)(4)]. The events occurred on (B)(6) 2011. For both pts, argon plasma coagulation was applied to treat angiectasias in the cecum. Perforations of the bowel occurred in both pts. The pts underwent an ileocecal resection to respectively address each situation. Note: the apc/esu system was provided by our parent company (erbe electromedizin (B)(4)) to a hospital in (B)(4).

Event description:
It was reported that two pt incidents occurred with the erbe equipment [i.e., erbe system; argon plasma coagulator (apc) model apc 2 with an electrosurgical unit (esu/generator) model vio 200 d, part number 10140-200, and serial number (B)(4)]. The events occurred on (B)(6) 2011. For both pts, argon plasma coagulation was applied to treat angiectasias in the cecum. Perforations of the bowel occurred in both pts. The pts underwent an ileocecal resection to respectively address each situation. Note: the apc/esu system was provided by our parent company (erbe electromedizin (B)(4)) to a hospital in (B)(4).

Manufacturer narrative:
Measured and found to be within their acceptable ranges for the apc. All features were/are functioning properly within specifications on both devices. In addition, no anomalies were found in the device history records (dhrs) for the apc and esu. In conclusion, no erbe equipment problem was found that would have caused or attributed to the event. Based upon past reports, it appears that each of the pt's condition was a significant factor in the event. That is, upon argon plasma treatment in a thin walled area (i.e., the cecum), the remaining wall was not sufficient to remain intact. No trends have been identified with this situation. Erbe USA, in., is now closing this file.